Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h4.

Event description:
No additional information from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had exhibited acoustic lens damaged (did not reach to the glue layer) and adhesive around the acoustic lens was chipped (there was a gap). There was no patient involvement.